Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify failed battery test alarm due to blank display. Pump received with cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Customer called and reported that their insulin pump was getting a battery failed test. The customer's blood glucose level was unknown at the time of the incident. The customer reported 2 red wires and wires that connect on the bottom came out of the insulin pump. The insulin pump will be returned for analysis.